Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2020, the patient underwent a surgical procedure to address her stress urinary incontinence, pelvic organ prolapse, grade 2 cystocele and grade 2 rectocele. During this procedure, she was implanted with a coloplast aris product, and also underwent cystoscopy, anterior and posterior colporrhaphies with graft placement, and enterocele repair. Following this procedure, the patient experienced pelvic pain, severe paresthesia in her groin and thighs, resultant weakness, difficulty walking, driving, and standing, insomnia, dyspareunia, and pain during bowel movements. Nerve irritation was identified as a possible cause. The patient underwent partial removal of the mesh with cystoscopy and urethrolysis. The patient¿s pain worsened and she also experienced obturator and pudendal neuralgia and spastic pelvic floor syndrome. Full removal of the mesh was performed in (B)(6) 2021 with pudendal nerve block and botox injection. Ongoing medical care for mesh-related conditions continues.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be sent. Complaints of this nature are monitored and captured within the product risk documentation excluding ambulatory difficulties. There are no clinical studies or literature to support a specific causal relationship between aris and ambulatory difficulties as a side effect. No further action or corrective action is required at this time.